Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: (B)(4) 2018. Representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date in 2017 and suture was used. It was reported that the suture broke. No patient consequences. No additional information available.